Event description:
This pi is for the 2019 revision. A patient specific implant request form was received for the patient's right elbow. Noted on the form: "right tea in 1998. Revision of poly in 2017. Revision cementless humeral component in 2019 due to loosening. (Present day) loosened osteonics ulnar component. Increasing pain."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.